Event description:
The following has been reported: email 3 april - (B)(6) - biomedical technician - (B)(6) hospital an issue occurs almost every time the battery is changed (regardless of the version: with or without an update, before or after preventive maintenance). We have been investigating the cause of this malfunction since last week. It has occurred with both batteries from our stock and the latest batteries received. The screen shows one battery bar, even after several days of charging. Furthermore, in the battery menu, no battery life data is available, as if the battery were no longer communicating with the device. This issue has occurred on all types of agilia devices, vp or sp, with different update versions and in various contexts, but it is systematic following a battery change. Email 13 april - fresenius technical support reported: occasionally, the agilia connect device fails to recognise that new batteries are being charged. To resolve this issue, you need to perform a battery life test: charge the device for 8 hours (with the device switched off) maintenance menu, test 13, allowing the battery to discharge. This will enable the device to recognise the battery charge. Email 15 april - biomedical technician reported: we have carried out the test as instructed, but the issue persists. We have observed that the devices hold their charge properly; the batteries therefore appear to be in good condition. However, the indicator continues to indicate a low battery (even after a full recharge) and the device remains unable to display the battery life in the relevant menu. The agilia devices are on version 4.3, but the issue also occurred on version 2.2 prior to the software upgrade. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.